Manufacturer narrative:
Based on the claim against the product by the customer noting the vessel sealer (vs) was shorting out and the e-100 generator was not powering up, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced erbe. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform a failure analysis. The e-100 generator was analyzed and found to have a power issue. This unit was installed onto the test system, and it failed for the testing. The bipolar light emitting diode (led) did not turn on and cannot cut/seal. The complaint regarding the vessel sealer (vs) shorting out and the e-100 generator not powering up was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the vessel sealer extend (vse) was shorting out and confirmed that the e-100 generator was not powering up. The site had reseated the cords and restarted the e-100 generator and stated that it restarted for a second and then shut down. The site moved the vse instrument cord to the erbe and continued with the case. The procedure was completed as planned with the reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.